Event description:
It was reported that during a tibial resection, product was switching back to an unfamiliar screen and providing inaccurate results. The use of navigation was aborted and conventional instrumentation was used for the tibial cut. Based on post-op x-rays, the surgeon believes he was off by two degrees on his tibial slope. There is no planned add'l treatment due to this event.

Manufacturer narrative:
The device will not be returned to the manufacturer for investigation. The account has three systems, and they are not sure which one was used for this procedure. If add'l info is received, a f/u report will be filed.